Event description:
It was reported that the centrimag primary console had blown a fuse. The battery and fuse were changed, the console was plugged in again and the second fuse blew which made a loud popping sound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged console fuses was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 7 days ((B)(6) 2022, (B)(6)2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 per time stamp). Events occurring on 18mar2022 took place during lab testing at abbott. There were no notable events active in the log file. Pump operation was not affected. The centrimag 2nd generation primary console was returned for analysis to the service depot. Upon inspection, open fuses were confirmed, and the console did not power on. The open fuses were replaced with new ones. The console was powered on, and the fuses opened. The console was opened and the 24v power supply, power entry module, and interconnecting cables were found to be suspect and were replaced with new ones. The console was then run for several days on a test loop for several days and functioned as intended. The console was functionally tested and operated as intended. The console was returned to the customer. The 24v power supply, power entry module, interconnecting cables, and battery were forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the 24v power supply, power entry module, and interconnecting cables were in unremarkable condition. The 24v power supply, power entry module, and interconnecting cables were unable to be further tested due to risk of damaging lab test equipment. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: the console battery (serial #:(B)(6)) arrived fully depleted and activated a ¿battery maintenance: b4¿ alarm. The console battery was charged, and battery maintenance was performed. The battery did not pass battery maintenance and was attempted again. The battery passed battery maintenance. The battery was replaced as a precaution. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The battery (serial #:(B)(6)) was not originally shipped with this console. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including b4 battery maintenance alarms. The 2nd generation centrimag system operating manual (rev. M) section 9.1 entitled ¿changing fuses¿ provides instructions on how to change and replace the console fuses. The 2nd generation centrimag system operating manual (rev. M) section 9.4 entitled ¿battery maintenance¿ provides instructions on how and how often to perform battery maintenance. The 2nd generation centrimag system operating manual (rev. M) section 8.4 entitled ¿battery operation¿ cautions ¿whenever the unit is not attached to ac power, regardless of whether the console is on or off, the internal battery will discharge. The rate of battery discharge will be greater if the console is on. In order to prevent unintentional discharge of the battery, always leave the unit plugged into ac power. The console must be connected to ac power to charge or maintain the battery charge, but does not need to be powered on.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 3003306248-2022-00045.